Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) with suspected premature battery depletion and also displayed a power on reset (por) during a recent device interrogation. It was noted the epicardial left ventricular (lv) lead, which was connected to the right ventricular channel, showed no capture in unipolar and bipolar pacing configuration, along with high pacing impedance measurements. A revision procedure was planned and the device was explanted and replaced. During the procedure, the lv lead was tested and all parameters were in the correct range, therefore, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.